Event description:
It was reported that during a routine CABG case, the surgeon placed a double stage cannula. Bypass was initiated. The venous clamp was opened as normal, but had very poor return. The cannula position was checked, but nothing changed. The decision was made the change the cannula. Prior to connecting the venous line to the new cannula, the clamp was released to see if there was air return but air return remained poor. It was assumed that the problem was with the reservoir, an obstruction or a filter problem. The vent ports (yellow caps) were off, act was 524 seconds. The entire system - reservoir and oxygenator were changed and all was fine. There was no reported pt effect. (B)(4). This event is related to medwatch report # 8010762-2015-00006.

Manufacturer narrative:
Maquet cardiopulmonary ag has not received the device for evaluation. The product investigation, analysis and resolution for the device described in this report will be provided by maquet cardiopulmonary ag. A supplemental medwatch will be submitted when additional info is available.